Event description:
A patient was to receive a blood transfusion through the horizon nxt at a rate of 130 cc/hr, in addition to an IV fluid infusion with pca of dilaudid at a rate of 30 cc/hr. The nurse reported that there was still approximately 200 cc of blood remaining undelivered after 4 hours of infusing. The patient was not seriously injured. When the user facility was contacted, no further information concerning the patient or incident was available.